Event description:
The fse reported that a communication error caused the system to lock up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service rep performed an on site investigation. The pcbs and connectors were reseated. The generator interface board (gib) and passive backplane pcb were evaluated and replaced, and the communication nodes and calibration files were reloaded. The system was tested and found to be working as intended and returned to service.